Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended and tissue on the helix. Helix extension and retraction could not be tested due to dried tissue on the helix preventing helix movement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the right atrial (ra) lead was difficult to place and had tissue imbedded in the helix. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.